Event description:
The surgeon experienced difficulty when attempting to seat the uhmwpe acetabular insert into the acetabular shell.

Manufacturer narrative:
The acetabular insert could not be evaluated, because the acetabular insert was not returned, since the acetabular insert was lost by hospital services.